Manufacturer narrative:
The physical evaluation confirmed the customer¿s reported issue as there was an no image failure observed during inspection and testing due to failure of the video connector socket locking mechanism. Additionally, the battery was found consumed/drained. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. A review of the repair history for the device indicates the video connector was previously repaired/replaced on december 26, 2018. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The legal manufacture could not conclusively determine the root cause of the reported event. However, based on the manufacturer¿s analysis, the likely cause of the event is due in general the customer is required to check the function of all devices used prior to a procedure as stated on the IFU (instructions for use manual) and as a preventative measure, the IFU provides the following: do not apply excessive force to the connector. There is a risk of damaging the connector. Hold the product with your hand so that it does not move, and pull out the video connector while pushing the unlock lever of the product downward. Olympus will continue to monitor complaints for this device.

Event description:
Olympus (omsc) became aware that the customer visera pro video system center was returned to olympus service/repair for a reported ¿no image after connecting the scope. No color bar¿ that was found during an unspecified event. No death, injury or harm was reported to olympus.